Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit with dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer was sick with the flu. The customer had high blood glucose (bg) levels, and the customer's illness progressed into pneumonia. The customer was using the pod as well as manual injections to try to manage the high bgs. The customer's bgs reached 400 on friday on (B)(6) 2014, so the customer's mother took him to the ER. He was diagnosed with dka and given IV insulin. The pod was discarded.